Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a tumor removal case, the tip broke 10 mins into use. The second tip used with the same handpiece also broke about 10 minutes into use. A third tip and a new handpiece was retrieved to complete the case with no further issues. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported. The following day the account was testing the handpiece in use during the tip breaks and when a tip of a different lot number (on metal) was tested it cracked in a similar spot. This report is for the first tip broke during the procedure.

Event description:
It was reported that during a tumor removal case, the tip broke 10 mins into use. The second tip used with the same handpiece also broke about 10 minutes into use. A third tip and a new handpiece was retrieved to complete the case with no further issues. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported. The following day the account was testing the handpiece in use during the tip breaks and when a tip of a different lot number (on metal) was tested it cracked in a similar spot. This report is for the first tip broke during the procedure.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.